Event description:
Localization wire was inserted in the pt in radiology prior to surgery. The surgeon pricked herself 2 times when she was removing it in the or. The third time the localization wire got stuck in her glove. The surgeon removed the mass by seeing the microcalcifications because the localization wire was not in place any more. The surgeon requested that the dual wire be made with only one wire.